Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, mildly tortuous, bifurcation of the proximal lad (left anterior descending) measuring 3.0x10mm with 95% stenosis. Target lesion one was treated with predilation and placement of a 3.0x16mm taxus liberte stent resulting in 10% residual stenosis. Balloon withdrawal resistance was reported for the taxus liberte stent delivery balloon. No patient complications were reported.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of this event is unknown. Product unavailable for analysis.